Event description:
It was reported that patient death occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. After completing the ultrasound imaging, the physician encountered resistance while attempting to withdraw the catheter. Upon applying force, the catheter broke, leaving approximately 10 cm of the distal portion inside the patient. This complication led to rapid deterioration of the patient condition, preventing the continuation of the procedure. Due to the combined circumstances, the patient did not recover and passed away in the intensive care unit (ICU).

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the telescope, sheath, and imaging window were kinked and the distal section of the imaging window was stretched and detached. The detached portion, including the tip, was not returned for analysis.

Event description:
It was reported that patient death occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. After completing the ultrasound imaging, the physician encountered resistance while attempting to withdraw the catheter. Upon applying force, the catheter broke, leaving approximately 10 cm of the distal portion inside the patient. This complication led to rapid deterioration of the patient condition, preventing the continuation of the procedure. Due to the combined circumstances, the patient did not recover and passed away in the intensive care unit (ICU).